Event description:
It was reported that during a coronary stent procedure, the physician thought the stent had been successfully deployed. Upon removal it was noted that the stent was caught on the distal tip of the catheter. No pt injuries or complications occurred.